Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alerts) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. As received, the battery was unable to power on a monitor. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause for the open wire was excessive force. The root cause of the mis-matched cells was unable to be positively identified. No adverse events occurred from the damaged electrode belt or battery. Manufacture dates: battery sn (B)(4) - 02/23/2018. Belt sn (B)(4) - 06/27/2011.

Event description:
A us distributor reported that a patient was experiencing gong alarms and battery faults.